Event description:
It was reported that during reprocessing the maryland bipolar forceps instrument, it was noted that the cored was broken at the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the conductor wire was found broken at the yaw pulley, with the wire tip frayed. The yaw pulley was also found broken, with a small piece removed. The electrical continuity testing failed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.